Event description:
Info received indicates two of the brake casters are not locking when the brake is set.

Manufacturer narrative:
The technician replaced the two brake casters to repair the stretcher.